Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/03/2016 with the following findings: investigators were unable to duplicate the blank screen complaint. The pump powered on to a fully functional display. Moisture was observed under the display lens. A leak test failed due to a display lens leak. The pump was opened up and moisture damage was found on the display and the continuous glucose monitoring board.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.